Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an intermittent image. The issue occurred during a diagnostic upper gi endoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the event occurred due to failure of the receptacle unit and printed circuit board. Olympus will continue to monitor field performance for this device.